Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the appliance broke, no other information was provided.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off of the device. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4). Additional information: a3a, a4, a6, b3, b5, b6, b7, d4 (model#. And catalog #), h6 code e and f.

Event description:
The customer reported that the night guard broke at the location where the strap attaches to the guard body. The device was delivered to the patient on (B)(6)2025, with symptom onset reported on 04/10/2025. The patient presented with the issue on (B)(6)2025 and discontinued use of the device on (B)(6) 2025. The patient followed the cleaning and storage directions as per the device's instructions for use. No patient symptoms were observed in association with this event. The patient did not experience persistent pain or soreness of the temporomandibular joint. No permanent injury occurred, and no additional medical intervention was required. The appliance was replaced with a new silent night device similar to the complaint product.